Manufacturer narrative:
The device history record for the reported lot number, 1508002, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 26-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported that the feeding tube placement with the cortrak system resulted in a pneumothorax. It appeared to be operator related, not device related. No further information was provided. Additional information received 08-sep-2022 the event occurred (B)(6) 2022 at 1600. The event was confirmed as a left hydropneumothorax seen on x-ray, confirmed by computed tomography (CT), a left sided chest tube was placed, with 950cc serosanguinous drainage noted. The patient died on (B)(6) 2022 from bacteremia.

Manufacturer narrative:
A sample was returned to a third party for sample valuation. The sample evaluation was unable to replicate the reported failure and both the monitor unit and receiver unit functioned as intended. A copy of the tracing from incident was provided and reviewed. This tracing was reviewed by an avanos medical cross-functional review team, the team determined that the tracing did not showcase typical placement patterns and the "tracing showed feeding tube tip entering left lung area." The root cause was user related. All information reasonably known as of 28-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.